Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, delamination of valve and white particles in device inner surface. A leak test was performed which identified delamination. A microscopic analysis was performed which identified total delamination of valve. Based on the device analysis the final assessment is total delamination of valve due to adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.